Event description:
During a dressing change on a pt receiving v.a.c. Therapy, the home health nurse could not remove the foam from the pt's wound. The nurse soaked the foam in saline and could not remove the foam. The pt was sent to the hosp where the foam was surgically removed under general anesthesia. The pt was discharged home the same day.

Manufacturer narrative:
V.a.c. Labeling states under "v.a.c. Dressing removal" "note: if dressing adheres to wound, consider introducting sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Foam dressing". The home health nurse commented that an interface layer should have been used; the nurse indicated that v.a.c. Therapy was resumed on the pt in 2007 and an interface layer is being used.